Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began around ¿(B)(6) 2015, about 10:30¿. The patient reported obtaining inaccurate high blood glucose results of ¿277 mg/dl¿ on the subject meter compared to ¿27 and 40 mg/dl¿ on an emergency medical service (ems) meter, the results were obtained greater than 30 minutes apart. The patient manages his diabetes with insulin pump therapy. On ¿(B)(6) 2015,about 9:30¿ the patient stated that he continued with his usual dose of medication, two and a half units of insulin including sliding scale in response to the blood glucose readings he obtained. The patient reported date and time is unclear, that he developed symptoms of ¿almost passed out due to low sugar¿ and on ¿(B)(6) 2015, about 12:30¿ he received health care professional (hcp) treatment from emergency medical service(ems) with IV fluids. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and blood glucose results were taken from an approved sample site. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.